Manufacturer narrative:
The reported event of over-sensing was not confirmed. The device was received from the field with battery voltage above elective replacement indicator (eri) level. Electrical and mechanical analysis performed under nominal conditions indicated normal functionality. Further sensitivity evaluation measured at most sensitivity level found sensing parameters within normal range. Longevity assessment was performed, and the device was in normal range of operation with appropriate remaining longevity.

Event description:
During an in-clinic follow-up, noise resulting in oversensing and pacing inhibition were observed on the device. The oversensing noise was reproducible through provocative testing. A revision procedure was performed. The device was explanted and replaced to resolve the event. The patient experienced dizziness and is stable.